Event description:
It was reported that a pump keypad has inoperable #0 and #1 keys. It was also reported there were no incidents with any patients.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The pump in its received condition permitted power up, navigation, and pump run, however the device had limited keypad operation due to an intermittent response from the #0, #1, and #2 keys caused by a failed keypad. The remaining keys were tested and were found to function as expected. The keypad will be replaced.